Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they were trying to turn it back on, but they kept on seeing the "not found" screen. The agent walked them through opening the correct therapy app and connecting to the ins. The patient opened the correct therapy app and was able to see a solid blue light on the communicator. They kept on seeing the "not found" and "no device found" screens. The agent had them restart both external devices, turn bluetooth on/off, and confirmed that the communicator was unplugged, but they just kept on seeing the same "no device found" screen. The patient denied having falls or an accident that could potentially damage the ins. The agent redirected the patient to their healthcare provider (hcp) to further address the issue.